Event description:
The customer contact reported that during a delivery, the device turned off on its own without sounding an audible alarm tone or battery alarm warning. On an unspecified date and time the device was programmed to deliver an unspecified pain medication. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. It was reported after an unspecified length of time, the device powered off on its own without sounding an audible alarm tone. Therapy was not resumed using a replacement device; however, it was reported the patient was given an unspecified pain medication manually overnight. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was reported the device battery was low and needed to be charged, while on ac power the device intermittently shut off without sounding an audible alarm tone. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report representsall the information known by the reporter upon query by hospira personnel.